Event description:
It was reported that the patient's right ventricular (RV) lead exhibited high pacing impedance in bipolar configuration. No loss of capture nor oversensing noted. The RV lead was explanted and replaced as the patient required a magnetic resonance imaging (MRI) scan. The patient was discharged following the procedure.

Manufacturer narrative:
Further information was requested but not received.